Manufacturer narrative:
The customer returned two samples for investigation. An interfering factor against a component of the reagent was identified. This type of interfering factor is addressed in the product labeling. The investigation did not identify a product problem.

Manufacturer narrative:
Relevant tests laboratory data was updated.

Manufacturer narrative:
This event occurred in (B)(6). The e601 module serial number used at the investigation site was (B)(4).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas 8000 e 602 module. The patient sample was submitted for investigation where discrepant results were identified for elecsys ft4 iii (ft4 iii), elecsys tsh assay (tsh), elecsys ft4 ii (ft4 ii), elecsys ft3 iii (ft3 iii), elecsys anti-tshr immunoassay (anti-tshr) and elecsys anti-tpo (anti-tpo) between the customer's e602 module, the architect method, the yamasa method, and an e601 module used at the investigation site. It is not known if any questionable results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 iii results, medwatch with patient identifier (B)(6) for information on the tsh results, medwatch with patient identifier (B)(6) for information on the ft3 iii results, medwatch with patient identifier (B)(6) for information on the anti-tshr results and medwatch with patient identifier (B)(6) for information on the anti-tpo results. There was no allegation that an adverse event occurred. The customer's e602 module serial number was (B)(4).